Event description:
It was reported that the patient presented in clinic. The patient experienced chest pain exacerbated with respiration. Pericardial effusion and high right atrial (ra) lead capture threshold were observed. Ra lead perforation was suspected. The lead was explanted and replaced without any complications. No patient consequences were noted.

Manufacturer narrative:
A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
Analysis was normal. No anomalies were found.